Event description:
Lap chole- "while pulling the bag out of umbilical incision, the bag broke. The gallbladder was somewhat large but fit into the bag easily. The were pulling with a fair amount of force when bag broke.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.